Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-nov-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (25 mg/ml at 5.249 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2018 it was reported that the catheter had moved in front of the pump in the pocket. This was determined ¿2 refills ago¿. No patient symptoms were reported. No further complications have been reported as a result of this event.